Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error code was identified on a summary report that was printed on (B)(6) 2016. Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on june 13, 2016 to discuss the identified da error code. Stored data from the device was uploaded for in-house analysis. The da error was recorded in the firmware log of the device and occurred on (B)(6) 2016. The da error was automatically detected and was corrected at that time. There were no other faults in the device and appears to be operating functioning normally.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection noted no irregularities with the device, casing or header. The set screw moves freely in both directions. Visual inspection noted no irregularities with the lead barrel. A test electrode was inserted the lead barrel. The lead could be fully inserted into the lead barrel. This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field (as confirmed by prior in-house stored data analysis) that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy.

Manufacturer narrative:
Correction: this report is being filed to correct the conclusion code. (B)(4).

Event description:
---